Manufacturer narrative:
This device is not available for testing and evaluation. A review of the device history records associated with this final lot r1008319 presented no issues during the manufacturing process that can related to the reported complaint. Add'l' info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2009-00085 and 9610978-2009-00084.

Event description:
The report received from the affiliate indicated that during pta of a lesion with 30- 40% stenosis below the knee, when inflating the pta savvy balloon for the first time, leakage of the dye was observed and it was assumed that the balloon was perforated. It was also discovered that the distal part of the sv-5 wire broke inside of the balloon while still in the pt. The devices were removed together from the pt and there was no injury to the pt. The product has not been resterilized and there were no kinks or damages noted before the insertion. The wire has not been reshaped by the user. The wire was visible on fluoro throughout the procedure and was advanced into the distal vasculature. During withdrawal the wire, it became fixed or caught. The wire was not torqued against resistance.